Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. No pinch or blockage was observed. Sample was inflated and deflated without difficulty. No conditions were found on the sample that could be associated with reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use; using proper aseptic methods, remove catheter from package; prepare patient per hospital/nursing recommended procedure; proceed with catheterization using standard techniques; inflate the 10ml balloon with a maximum of 10ml sterile water by using a water-illed luer-tip syringe. Do not use a needle tip syringe to inflate balloon; connect catheter to collection container; to deflate the 10ml balloon, gently reinsert the luer tip syringe into the valve and aspirate. Caution: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure in the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."

Event description:
It was reported that the nurse was unable to fully deflate the catheter balloon prior to removing the catheter. The complainant noted that the balloon was never fully deflated but was deflated enough to be removed with some pain and discomfort to the patient. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was unable to fully deflate the catheter balloon prior to removing the catheter. The complainant noted that the balloon was never fully deflated but was deflated enough to be removed with some pain and discomfort to the patient. No medical intervention was reported.